Manufacturer narrative:
A service engineer has been onsite and started on the investigation. A supplemental MDR report will be sent when the investigation is completed. Reference exemption #: (B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There as no patient involvement. (B)(4).